Event description:
It was reported that the patient's right ventricular lead was oversensing noise and r-wave sensing had drastically reduced. The lead was explanted and replaced during a routine device exchange. Upon opening the pocket, it was evident that the suture sleeve damaged the insulation. The insulation was compromised and the conductors were exposed. The patient was stable post procedure.

Manufacturer narrative:
Correction: a1 - patient initials. E1, e3 - healthcare provider information. H6 - return not received, appropriate codes inputted.